Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that during a refill and they noted a motor stall and motor stall recovery message. The healthcare provider (hcp) believed that the pump had interacted with the new version two software on the past. They had the hcp check the pump logs and the logs show a motor stall recovery log (B)(6) 2023 but there was no motor stall log present. Discussed if the pt had MRI and she states not only CT scans. Discussed confirming magnetic resonance imaging (MRI) status with medical history. Discussed the fact that the pump stall was recovered and has been since (B)(6) 2023. Discussed version two update and to monitor pump and confirm any other magnetic interaction.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.